Event description:
It was reported that he insulin pump had blank display. Troubleshooting was done. Customer was not using the recommended battery brand for the insulin pump. Troubleshooting did not resolve the issue. Customer's blood glucose was unknown. Advised the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump was received with blank display due to power connector on battery tube not plugged in properly. Insulin pump had minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.